Event description:
On (B)(6) 2013, it was reported that the patient had multiple infusion sets from the same box that leaked insulin near the luer and adapter. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified.